Event description:
The lay user/ patient called lifescan (lfs) in 2006, and alleged that her meter was reading inaccurately low. The medical affairs specialist spoke to the patient three days later and obtained and verified the following information. The patient reported that she has been obtaining low results on her meter, such as: 129-139 mg/dl for several months. She reported that in 2006, she broke her toe and at the same time, had a urinary tract infection. She visited her physician in 2006 for a follow-up appointment. She was told to fast for a fasting blood glucose test so she only had coffee and two sticks of sugar-free gum. She then drove for 5 hours and at the appointment, her blood glucose was tested and the result was 439 mg/dl. The patient was given a new prescription of levemir insulin, which was added to her diabetes treatment regimen. She was taking novolog at the time and continued to take it on a sliding scale basis. She reported no symptoms on the day of the office visit. When she left the physician's office, she took her levemir insulin. Because of the high blood glucose results, the physician ordered a home health nurse to visit the patient. Three days later, the patient reported a "prickly feeling in her lips". The patient attempted to test her meter, but she was getting an error message, but she could not specify the error message. She did not take her novolog, as she could not obtain a meter result. Her visiting nurse came to her house and tested her blood glucose, obtaining a result of 419 mg/dl. She reported that this was the first time that she had obtained that error message. The patient's daughter drove her to the hospital that day, where she was admitted with acute renal failure. The patient was told that the renal failure was attributed to antibiotic abuse, as she was taking 2 different antibiotics for her broken toe and urinary tract infection. The patient states that being hyperglycemic also may have contributed. She had also developed congestive heart failure. She was released from the hospital five days later. The testing technique was correct and the technique for cleaning the puncture site was correct. The patient did not have control solution to troubleshoot. This complaint is being reported as the patient was obtaining blood glucose results. She subsequently became hyperglycemic, although the hyperglycemia was likely due to her infection. Finally, she alleges being hyperglycemic may have worsened her renal failure. This link is not clear as she had alleged the antibiotics had caused the renal failure. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplement report.